Event description:
Additional information received reported there was an audible pump alarm. The alarm was confirmed through telemetry. The pump was disabled at the healthcare professional¿s office. The patient was scheduled for a routine removal of the device. The patient was monitored by pain management and tapered off the intrathecal medication and was maintained on oral medication. It was unclear if the pump was used to infuse dilaudid, or both dilaudid and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11267r02, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was initially reported that the pump malfunctioned. The patient did not want the pump anymore and there had been no medication in the pump for over a year. It was noted that the word malfunction may not be the appropriate term, as the pump was old and exceeded expected longevity. On the day of report, the patient had an appointment for a device removal consultation. The pump was reportedly empty. No interventions, patient symptoms, outcome or drug information was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.